Manufacturer narrative:
(B)(4): a review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. (B)(4): according to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, users are made aware of the risks associated with endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on an unknown date this patient underwent endovascular treatment of an aortic aneurysm using a gore® excluder® aaa endoprostheses. On (B)(6) 2020, this patient underwent reintervention to treat a suspected proximal type I endoleak on the gore® excluder® aaa endoprostheses. The endoleak was confirmed. It is unknown if any aneurysm growth had occurred. It was reported that there was room between the proximal end of the gore® excluder® aaa endoprostheses and the lowest renal artery. An aortic cuff was placed proximally to treat the endoleak, and a renal stent was also implanted as a precaution. The endoleak was successfully treated and the patient tolerated the procedure.

Manufacturer narrative:
G1: updated manufacturing site.